Event description:
It was reported that during a da vinci-assisted surgical procedure, a fragment from the needle driver instrument broke off and fell inside the patient. The initial reporter described the fragment as the "needle holder plate" or the area covering the needle holder bit had detached from the instrument had fallen inside the patient. The surgical staff was able to recover the piece during the same surgical procedure which was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument¿s condition at the beginning of the procedure was described as good. During the urethro-vesical anastomosis, one of the needle holder¿s jaw plates unexpectedly gave way and became detached without any observable contact or collision with another instrument or tool. This dislodged plate then became temporarily lodged within the patient. The patient did not experience any harm, or injury due to this incident, and there were no postoperative complications or hospital readmissions related to retained foreign material. Although no postoperative imaging, such as x-ray or ultrasound, was performed, the detached plate was successfully located and removed during the procedure. The surgery itself was only delayed by a few minutes while the faulty instrument was replaced, after which the procedure was completed entirely robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A review of an image provided by the customer was performed. One of the grip tips looked bent severely backwards. In addition, it looked like the carbide insert was also missing from the grip that is bent severely.